Manufacturer narrative:
Limited information has been provided by the initial reporter through additional follow up requests for information. The original removal was scheduled for 28feb2022 and then the surgeon made the determination that the implant would not be removed and instead performed posterior lateral fixation due to patient conditions that were not caused by the implant. Based on limited information and previous complaints, it was conservatively assumed the posterior lateral fixation procedure was to preclude serious injury to the patient. As a result, an MDR submission is required. DHR review could not be completed as part and lot numbers were not and could not be identified. Review of previous complaints trended fixation of pdl devices for unknown reasons or limited information. The rate of these complaints was found to be within allowable limits based on the dfmea. The dfmea indicated there are three risks associated with "therapy/device not effective". Each risk was determined to be "significant" and acceptable noting the benefits of the device outweigh the risk. No previous capas are related to this complaint. No device evaluation could be performed as the device is still implanted in the patient. The investigation could not determine a cause for the complaint as minimal information was available but the surgeon commented that the surgery was caused by patient conditions and not the implant. This submission is 2 of 3 for this event.

Event description:
Prodisc l removal was scheduled for 28feb2022. No reason for removal, patient symptoms, or device malfunction was indicated. Updated information on 26feb2022 indicated that the removal was cancelled and posterior lateral fixation was completed and the implant was not removed. The fixation was due to patient health status and unrelated to the implant. No further updates were provided. It is conservatively assumed the posterior lateral fixation was to preclude possible serious injury based on similar adverse events. There was no indication of a device problem.